Manufacturer narrative:
G4:25mar2021. B4:06apr2021. The device was evaluated by the customer and philips remote service engineer (rse). The customer replaced the battery. The unit is no longer displaying the same failure. No other anomalies were reported. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
(B)(6) 2021. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported a ventilator was experiencing power issues. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.